Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump slid out of the customer's pump case while sleeping. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose was approximately 300 mg/dl. The customer loaded new supplies and resumed insulin delivery.